Manufacturer narrative:
The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens (iol) did not unfold during a procedure. The iol was replaced with an alternate lens. Patient harm was not reported. Additional information is not available for this report. The reporter declined to provide further information.